Event description:
New information received notes noise and numerous episodes of noise reversion were observed on the atrial lead. The noise was replicated by isometric movements. Programming changes were made. The atrial lead was being monitored. The patient was stable.

Event description:
It was reported that the patient was asymptomatic. It was noted that during a routine check, noise reproducible with arm movements leading to auto mode switching (ams) was observed on the atrial lead. A potential insulation breach was suspected. No changes were made. The lead was being monitored. The patient was stable before during and after the event.